Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was sensing atrial high rate episodes despite programming change to vvi and demonstrating elevated v-v counts. The caller speculated the ra lead was bumping into the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.